Event description:
During surgery, for a 2 level acdf, pt vertebral body fractured. Surgeon used non-system drill to create screw holes in bone. Surgeon attempted to insert screw in hole when the fracture occurred. Additional surgery time was required to remove the plate and 4 implanted screws to treat the fracture. Surgery completed with no screw to treat the fracture. Surgery completed with no screw at fracture site.

Manufacturer narrative:
Device was disposed of by the hospital, and not available for evaluation. Device lot number is unk.